Event description:
It was reported that the patient recently had complications with a knee replacement that involved a stryker product, and he now must have it replaced. Patient stated, he had been having pain and swelling. Abscess formed in knee and got infected. Patient stated, he went to the ER and knee was irrigated and then the meniscus was removed, placed on antibiotics. In (B)(6) 2013, shortly after procedure, the knee started to swell and an abscess was formed and knee was infected. At that time implants were removed and an antibiotics spacer was placed. Patient stated spacer and PICC line antibiotics will be in place for 3 months.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown stryker knee. Additional information has been requested and if received will be provided in a supplemental report. Device not returned to manufacturer.

Manufacturer narrative:
(B)(6). An event regarding infection involving a scorpio 7000 standard tibia was reported. The event was confirmed. -medical records received and evaluation: a review of the provided records by a clinical consultant indicated, ¿there is no evidence that factors of faulty prosthetic design, manufacturing, or materials were responsible for the clinical problems related to an infected left total knee arthroplasty in this case.¿ -device history review: all devices accepted into final stock met specification. -complaint history review: there have been no other events for the referenced lot or sterile lot. Conclusions: the investigation concluded that there is no evidence that factors of faulty prosthetic design, manufacturing, or materials were responsible for the clinical problems related to an infected left total knee arthroplasty in this case. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control. The following product was added to the complaint after the initial medwatch was submitted. Cat. No.: 80-4409l, scorpio nrg cr femoral component left #9 mkr8y6. Cat. No.: 73-0710, scorpio m-dome patella, lot code: ahta. Cat. No.: 82-2-0910, nrg knee cr nrg bearing insert size, lot code: 39351301. Cat. No.: 7650-2038a, sterile fluted headless 1/8" pin 3.5" long, lot code: rd7h073e. Cat. No.: 7650-2038a, sterile fluted headless 1/8" pin 3.5" long, lot code: rd7h103e. Cat. No.: 7650-2038, sterile headless 1/8" pin, lot code: mhre67. Cat. No.: 7650-1136, 1" headed fixation pin, lot code: unknown.

Event description:
It was reported that the patient recently had complications with a knee replacement that involved a stryker product, and he now must have it replaced. Patient stated he had been having pain and swelling. Abcess formed in knee and got infected. Patient stated he went to the ER and knee was irrigated and then the meniscus was removed, placed on antibiotics. In (B)(6) 2013 shortly after procedure the knee started to swell and an abscess was formed and knee was infected. At that time implants were removed and an antibiotics spacer was placed. Patient stated spacer and PICC line antibiotics will be in place for 3 months.